Event description:
Md ready to the patient on cardio-pulmonary bypass, the oxygenator appeared to not be working correctly. All test were done correctly prior to procedure. Oxygenator changed out case proceeded.